Event description:
While getting an ultrasound guided biopsy, physician noted the end of the needle had sheared off leaving a sharp prong of metal sticking out. New equipment used to complete procedure. Patient was not injured.